Manufacturer narrative:
The initial MDR 2432235-2016-00614 was filed on (B)(6) 2016. Additional information (B)(6) 2016 section b5 of the initial MDR states "it is unknown if the repeat results were reported to the physician(s)." Based on the additional information received, the repeat results were reported to the physician(s).

Event description:
The repeat results were reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. Upon a siemens regional support center (rsc) specialist instruction, the cse reviewed the reaction curves which showed that the second reagent (r2) was added. The cse checked the r2 liquid level sensor (lls) connections and found damage to the insulation of red wire on reagent probe 2 (rpp2) and lls amplifier and probe sleeve was loose on reagent probe 1 (rpp1). The cse adjusted the limit points and covered the wire with suitable insulating tape. The cause of the discordant ggt and alp_2c results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia 2400 instrument contacted a siemens customer care center (ccc) specialist and reported that they obtained high coefficient of variations for gamma-glutamyl transferase (ggt) and concentrated alkaline phosphatase (alp_c). A siemens customer service engineer (cse) was dispatched to the customer site. Upon the cse specialist's instructions, the customer reviewed the patient samples run and found that the discordant ggt and alp_c results were obtained. The discordant results were not reported to the physicians. The samples were repeated on the same instrument and the results matched the clinical picture of the patients. It is unknown if the repeat results were reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant ggt and alp_c results.